Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the right ventricular (rv) lead threshold went way up then came back down a bit. The patient did not really need rv pacing so the lead was monitored. It was further reported that seven months later, the patient presented to the emergency department with chest pain and extra-cardiac stimulation. A device check indicated rv lead undersensing and no capture. The patient noted that they had been experiencing the lead ¿shocking¿ them for the past six months. A chest x-ray was done that showed a perforation of the rv lead. The physician suspected that the lead had a micro-perforation since just post implant that had now become a full perforation. The lead was explanted and replaced the following day. No further patient complications have been reported as a result of this event.